Manufacturer narrative:
A ge service representative performed an onsite investigation. The power supply voltage was adjusted. The system was then found to be operating as intended.

Event description:
The field engineer reported multiple gib and ffb error messages in the log files consistent with intermittent system lockups. There is no report of pt injury.